Event description:
It was reported the patient experienced a spinal fluid leak approximately one day after implant. The patient was hospitalized with complications. Additional information has been requested but was not available at the time of this report.

Event description:
This information was previously filed in manufacturer's report #3004209178-2012-01917: [a csf (cerebrospinal fluid) leak "at pump implant surgery". Patient was admitted to the hospital. Additional information has been requested; a follow-up report will be sent when it becomes available.] Additional information received later noted that patient experienced severe headache; blood patch was performed, IV fluids, antiemetic, pain meds were administered. It was noted that the event was not related to the device. Patient recovered without sequel. Any further information obtained regarding this event will be filed in this report.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2010-(B)(6), explanted: unk; programmer model: 8835, (B)(4). (B)(4).